Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure into a patient with a severely calcified type 1 bicuspid aortic valve and a calcified raphe between the right and left cusps experienced several issues, a computed tomography measurement indicated compatibility with the 34mm valve. Initially, the aortic valve was pre-dilated with a 22mm balloon. During the implantation, the valve was recaptured twice due to malpositioning, and on the third attempt, infolding of the frame was observed. The valve was then recaptured and removed from the patient, and the aortic valve was pre-dilated a second time with a 24mm balloon. A new evolut valve was subsequently implanted using a new delivery system without further issues. Additional information was received to report per the physician, the patient's bicuspid native valve and annular calcification contributed to the infold within the valve frame. A procedural delay did not occur.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 image review: fluoroscopic images and cine loops of the femoral access, pre-balloon dilatation and implant procedure were provided for review of the event. The patient summary was also provided for anatomical review. An evolut pro+ 34 mm valve was chosen. Pre-dilatation was done in accordance with medtronic's best practice recommendations. This step for such a valve size. Pre-dilatation was indicated specifically in this case specifically with the following situations: moderate / severe calcification, bicuspid anatomy and size 34mm valve. During fluoroscopic-check, no inflow crown overlap was visible. During first deployment, push on the guidewire can be observed to maintain implant depth. Guidewire repositions and the valve slides deeper into the left ventricular outflow tract (lvot), valve gets re-sheathed. A second attempt is made with the non-coronary cusp (ncc) implant depth being too deep at 80% deployment. Partial recapture with a lot of push on the guidewire, ending up with ncc depth being very shallow. Renewed deployment to 80% reveals an infold, extending from inflow all the way up the outflow section of the frame. As reported, a new evolut system is used and fluoroscopic checked, no misload detected, a second pre-balloon dilatation was performed, and the second 34 mm valve successfully implanted in this bicuspid anatomy. Evolut frame infolding can be facilitated by a variety of unfavorable factors, including inflow crown overlap during loading, excessive leaflet, annulus and lvot calcification. If an infold is detected, it should not be attempted to re-sheath and re-deploy the bioprosthesis. The entire system must be discarded. The valve, catheter, loading system, loading tray, and saline all must be replaced with new sterile components. No inflow crown-overlap was detected during the first fluoroscopic-check and no infold during the first two deployment attempts. Therefore, device- or user-related failure can be excluded as root cause. As also stated by the implanting physician, the infold, forming during the third deployment attempt, can be attributed to the repeated valve re-sheathing in the reportedly challenging anatomy (bicuspid native valve and annular calcification). The implant team acted according to medtronic recommendation by replacing the evolut system with a new one. No prolongation of the procedure and no adverse patient effects were reported. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned to the galway rpa lab loaded inside the delivery system. The valve was deployed and forwarded to the santa ana product analysis lab. The valve was received inside a heart valve return kit jar submerged in clear 0.2% glutaraldehyde solution. As received, all leaflets were in partially closed position with a gap between the free margins. All leaflets were dry yet flexible. Leaflets exhibited severe creases and imprints; tissue conditions possibly associated with the valve being crimped inside the delivery system for an unknown duration of time. All commissures were dry; appeared intact. The valve was discolored showing evidence of blood contact. The valve was received in a crimped state with an ovoid outflow appearance and a reniform inflow appearance. The valve was submerged in a warm saline bath. The frame expanded; however, appeared to retain a compressed state. This may be associated with the valve being in the loaded position, inside the delivery system, for an unknown duration of time. Due to the received condition of the valve, loading and deployment simulations could not be performed. Scratches were observed on the frame. No damages such as bends or kinks were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0012315920); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure into a patient with a severely calcified type 1 bicuspid aortic valve and a calcified raphe between the right and left cusps experienced several issues, a computed tomography (CT) measurement indicated compatibility with the 34mm valve. Initially, the aortic valve was pre-dilated with a 22mm balloon. During the implantation, the valve was recaptured twice due to malpositioning, and on the third attempt, infolding of the frame was observed. The valve was then recaptured and removed from the patient, and the aortic valve was pre-dilated a second time with a 24mm balloon. A new evolut valve was subsequently implanted using a new delivery system without further issues.